Event description:
The customer reported that there was a problem with the x-ray tube. The field engineer noted that the system would not display a fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament switching relay. The system operates as intended.